Event description:
During review of the in-house programming history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2014. A faulted system diagnostics occurred and a final interrogation was not performed. On the next recorded visit dated (B)(6) 2014, the device was interrogated and the was at inefficacious settings. During the visit, the output current and the magnet output current were changed, however the 'off' time remained at 60 min off. The 'off' time was changed to efficacious settings on (B)(6) 2014.